Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On 2023-12-7, an external defibrillator was used on a patient implanted with eno dr (B)(6). Because the eno dr was implanted in the left chest, the external defibrillator electrodes were placed near the right chest and left flank. After defibrillation was performed, no warning messages such as reset were displayed, and no problems were observed with lead impedance or threshold values. The eno dr was operating at ddd 80 bpm, and atrial and ventricular pacing pulses were also observed. When interrogation was performed using the programmer after defibrillation, only markers were displayed on the programmer's screen, and egm was not displayed. When defibrillation was performed, the programmer was in a remote location and was not affected by the energization. I restarted the programmer several times and interrogated it, but the displayed content did not change. When I restarted the programmer on the third day and interrogated it, the egm started to be displayed halfway through. An investigation was requested as it is unclear whether the eno dr was affected by the defibrillation or if it was a problem with the programmer.

Event description:
On (B)(6) 2023, an external defibrillator was used on a patient implanted with eno dr (s/n: (B)(6)). Because the eno dr was implanted in the left chest, the external defibrillator electrodes were placed near the right chest and left flank. After defibrillation was performed, no warning messages such as reset were displayed, and no problems were observed with lead impedance or threshold values. The eno dr was operating at ddd 80 bpm, and atrial and ventricular pacing pulses were also observed. When interrogation was performed using the programmer after defibrillation, only markers were displayed on the programmer's screen, and egm was not displayed. When defibrillation was performed, the programmer was in a remote location and was not affected by the energization. I restarted the programmer several times and interrogated it, but the displayed content did not change. When I restarted the programmer three times and interrogated it, the egm started to be displayed halfway through. An investigation was requested as it is unclear whether the eno dr was affected by the defibrillation or if it was a problem with the programmer.

Manufacturer narrative:
The conclusions are as follows: the external shock induced an excessive energy close to the pacemaker leading to the device¿s protection activation (safety mechanism) against the strong emi (electromagnetic interferences) generated. The flat egms observed are due to this protection period while the markers are present since they are generated by the software. In order to dissipate as quick as possible this high energy, the pacing could be programmed in unipolar. Based on the available data, no issue is suspected on the subject pacemaker, and it returned to a normal functioning.